Event description:
There was a revision surgery on tmj due to a malocclusion.

Manufacturer narrative:
The package insert (IFU 1050 attached) states: loosening or displacement with or without removal of the implant is a possible adverse effect. The product was discarded in the user facility, therefore it is not available for review and the part and lot numbers remain unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.